Event description:
A customer reported that the battery of a t:slim x2 pump would not charge, and a power source alert had occurred. There was no adverse impact to the customer¿s blood glucose level. After follow-up, the customer confirmed that the pump was functioning properly, and no further assistance was needed.